Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that during a patient procedure, using a glidescope titanium lopro t4 reusable laryngoscope, the image on the connected video monitor would cut out several times when moving the laryngoscope. The customer reported replacing the cable but still experienced the image cutting out when moving the glidescope titanium lopro t4 reusable laryngnoscope. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
A replacement glidescope titanium lopro t4 reusable laryngoscope was provided to the customer and the reported glidescope titanium lopro t4 reusable laryngoscope was returned to verathon for evaluation. A verathon technical service representative evaluated the returned laryngoscope but was unable to confirm the reported image failure. When connecting the customer's device to known, good, test verathon equipment, it functioned as intended. However, upon visual inspection, visible corrosion was identified in the laryngoscope's connector pins which may have caused or contributed to the reported intermittent image failure. Upon completion of verathon's device evaluation, the glidescope titanium lopro t4 reusable laryngoscope was scrapped due to the customer already being provided a replacement and there being no repairs available for the device. The glidescope and gliderite products reprocessing manual states: "use hospital-grade clean air to blow remaining moisture out of the connectors, and then dry the component using either hospital-grade clean air or a clean, lint-free cloth." It is likely that not blowing out the connector with hospital-grade air caused or contributed to the corrosion in the connector. Verathon followed up with the customer and restated the importance of drying the connectors following the reprocessing of the laryngoscopes. No further investigation is required at this time. Verathon will continue to monitor for trends.